Manufacturer narrative:
Continuation of d10: product ID: 3777-75, serial# (B)(6), implanted:(B)(6) 2009, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3777-75, serial/lot #: (B)(6), ubd: 17-oct-2015, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient saw the settings not available message on (B)(6) 2025. They met with the rep at the clinic on (B)(6) 2025 to have their device checked. The rep explained that the patient has 2 quad leads and a 1x8 lead, and the pts programming was using all contacts on the quads and contacts 13 and 14 on the 1x8 lead. The rep tested impedances and found high impedances on all contacts except 11 and 14. Technical services reviewed that the high impedances could be causing limitation of being able to increase stimulation and advised the rep to try using only contacts 11 and 14 on the 1x8 lead and the contacts on the quad leads to see if effective therapy could be established. The rep noted there was already discussion going on about doing lead replacements. No symptoms reported. On 2025-may-01 the rep reported the pt did discuss doing a possible lead revision with their provider. They only had a few contact points that they could use. Though one contact point was showing as available to use, it had a high impedance which gave an error message. The rep confirmed they were able to use the remaining available leads to provide the pt with appropriate coverage without any issues.